Manufacturer narrative:
In initial report, it was reported that bandage contact lens was placed on both eyes, however, there was no bandage contact lens placed on both eyes. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with corneal erosion in the right eye that was discovered at a post treatment. Bandage contact lens were inserted in both eyes. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient¿s chief complaints were of blurred vision and discomfort on both eyes. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -5.50 x -1.25 x 50, left eye pre-op 20/20 -4.50x -1.25 x 130. Bcva from (B)(6) 2018: right eye post-op 20/150, left eye post-op 20/15. Bcva from (B)(6) 2018: right eye post-op 20/40 2.00 x -4.50 x 92, left eye post-op 20/15 1.25 x -1.00 x 95.